Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas c 503 analytical unit. The sample initially resulted in a lithium value of 2.42 mmol/l and this value was reported outside of the laboratory. The doctor questioned the value and the sample was repeated twice, resulting in values of 0.691 mmol/l and 0.636 mmol/l. The lithium reagent lot number was 542026. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer adjusted cuvette rinsing and checked reagent probe rinsing. The reagent probes and a sample probe were replaced and adjusted. A reagent pipettor assembly was replaced.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.